Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was selected as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via a webform the message "glucose reading unavailable" with the adc device. The customer indicated that due to this issue, they experienced a loss of consciousness and/or seizure, but indicated no third-party treatment was required. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported via a webform the message "glucose reading unavailable" with the adc device. The customer indicated that due to this issue, they experienced a loss of consciousness and/or seizure, but indicated no third-party treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Performed a visual inspection on the retunred sensor patch and no issue was observed. An attempt to scan the sensor and extract data using approved software was unsuccessful. The sensor was further investigated and de-cased. Performed visual inspection of the printed circuit board assembly (pcba), and no issues were observed. The returned battery has been measured and results were not within specification. The battery was unsoldered from the pcba. Extended investigation and visual inspection has been performed on the returned de-cased sensor and no issues were observed.the battery was replaced with a source meter and the sensor scanned successfully. Attempted to re-program returned sensor and an error message was observed which prevents re-programming of the sensor. Unable to perfrom any further testing due to the error message.therefore, issue is unable to test.